Event description:
The customer reported that the ac power module inlet had pulled out of the case and the unit intermittently would failed to power up and charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module inlet had pulled out of the case and the unit intermittently would failed to power up and charge the battery. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.